Event description:
It was reported that the 9600 system would not x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and the temperature sensor was replaced during the service call. The system was tested and found to be working as intended and put back into service.